Manufacturer narrative:
(B)(4). Results: (tortuous and 75% stenosis), (coronary artery dissection), (force was used). Conclusions: (tortuous and 75% stenosis).

Event description:
The physician was attempting to treat a tortuous lesion in the rca. The lesion exhibited 75% stenosis. The physician attempted to lesion the cross with a 2.5mm diameter x 14mm length endeavor sprint over the wire (otw) drug-eluting stent and a 2.5mm diameter x 14mm length endeavor sprint rapid exchange (rx) drug-eluting stent. Both stents failed to cross the lesion. As the physician was advancing a 2.50mm diameter x 14mm length integrity rx bare metal coronary stent, a dissection occurred. An attempt was made to cross with a 2.5mm diameter x 8mm length integrity otw stent but this was unsuccessful. Then, a 3.5mm diameter x 15mm length integrity otw was advanced and a dissection of the ostium was confirmed. Both dissections were treated with stent deployment. There were no abnormalities noted during inspection and preparation of the devices prior to use. The patient was discharged home several days after coding. No additional clinical sequelae were reported. (Ref MFR #s 9612164201100563, 9612164201100564, 9612164201100565, and 9612164201100566).